Event description:
The reporter noted, "the hospital reported exit site infection due to the use of biopatch. Five dialysis pts were on perm catheters along with biopatch and three (of the five) pts were found to have exit site infections. The hospital suspects biopatch." Add'l clinical info was requested from the reporting facility.

Manufacturer narrative:
The device involved in the reported incident is not available for eval. An investigation has been initiated based on the reported info.